Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart with beeping and insulin pump went blank. The customer¿s blood glucose level was unknown. The insulin pump had physical damage. The insulin pump not working. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, unexpected restart-error test, self test and displacement test. No unexpected restart alarm and no blank display anomaly noted during test. Insulin pump received with cracked case display window corner noted.